Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise reproducible with isometrics, oversensing, and high out of range pace impedance measurements due to a suspected lead fracture. The lead was capped and successfully replaced. The ICD was explanted and replaced. No additional adverse patient effects were reported.